Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s current blood glucose level was 40 mg/dl. The customer¿s other blood glucose value was 300 mg/dl, 286 mg/dl and 342 mg/dl. The customer was treated with food for low blood glucose and insulin pump for high blood glucose. The customer was also experienced high blood glucose. The customer also stated that they did not allege insulin pump was under and over delivering. Troubleshooting was performed and customer states the insulin exited. The insulin pump will not be returned for analysis.